Manufacturer narrative:
(B)(4). The device has been discarded by the customer; therefore, no physical evaluation of the device could be performed. The complaint could not be confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the metal wire on the ideal sutgrasper 60 deg ea device was stretched out that it became difficult to insert and remove when the surgeon was trying to pull it out from the tissue. The surgeon used another ideal sutgrasper 60 deg ea device but tip was broken. It was reported that the surgery was completed without any other problem although it was not reported how the surgery was completed. It was reported that both devices were brand new and it was the first use when the issue occurred. There was no surgical delay but it was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. It was reported that the wire became stretched out when the surgeon was pulling the suture wire. This type of failure is often observed when the user pulls the tensioned suture with too much force, therefore the wire will bend and the device will not be usable. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part-lot number combination.